Event description:
During servicing, the autopulse platform (sn 42008) failed functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering on. No patient involvement.

Manufacturer narrative:
During servicing, the autopulse platform (B)(6) failed functional testing due to fault 41 (patient temperature sensor failure) displayed upon powering on. Technical investigation revealed that the root cause for the observed fault was a failed temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in october 2016 and is over six years old, past the expected service life of 5 years. The temperature sensor was replaced to address fault 41. The returned autopulse platform was visually inspected, and no physical damage was observed. A brake gap inspection verified the brake gap was within the specification. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).